Event description:
It was reported that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control advised customer to replace the a22 biphasic pcb or a04 therapy pcb. The customer later indicated that they have ordered the biphasic pcb, however, it is on backorder. The device has not been returned to physio-control for eval. The root cause of the reported failure cannot be determined.